Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 sensor failed during sensor startup period and patient's mother could see sensor wire upon removal in patient's skin. Patient's mother stated the sensor wire was not broken.